Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had loosening on both the tibial and femoral components. Patient had a primary sigma fb cr construct in. Both had too much wear (been in patient 20 yrs) and cement to make out exact product # and lot # but thought to be a sz 5 femur and 4 or 5 tibia with a 10 mm insert. Patella was left in and not revised. Doi: 20 years ago; dor: (B)(6) 2021; left knee.